Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated left hip due to locking mechanism failure, specifically the locking wire. Replaced liner and head.

Manufacturer narrative:
An event regarding locking mechanism failure and dislocation involving an omnifit liner was reported. The event relating to the locking mechanism failure was confirmed, as per medical review, however, the dislocation was not. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: review of these records confirms failure of the metallic wire acetabular locking mechanism occurred, however, the root cause cannot be determined as insufficient information was available for review. The events of dislocation and revision tha cannot be confirmed as insufficient information has been received for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including: operative reports. Surgical implant records from the surgeries. Dated pre and post op xrays from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient dislocated left hip due to locking mechanism failure, specifically the locking wire. Replaced liner and head.